Manufacturer narrative:
(B)(4). As this lead was surgically abandoned and replaced, no return of product is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provide

Event description:
Boston scientific received information that during a follow up visit, interrogation noted a bradycardia rhythm. An EKG was performed revealing an intrinsic pulse of thirty beats per minute and this right ventricular lead with non-boston scientific lead was not capturing. In addition, high out of range impedance measurements were observed. The patient's intrinsic pulse was stable, therefore, the device was reprogrammed to 000. Hospitalization was recommended, however the patient declined and a revision was scheduled. There was concern there may be a connection issue or a lead fracture. No further patient symptoms were observed.

Manufacturer narrative:
(B)(4). When additional information becomes available, this event will be updated.

Event description:
Additional information was received. A revision procedure was performed. No device interrogation was performed as the patient with this lead has an intrinsic rhythm. When the device was removed from the pocket, it was confirmed the lead had been fully inserted into the device header and there was no connection issue. A lead fracture was suspected. When the lead was tested with the pacing system analyzer, no measurement issue was observed. No measurement change was observed during the lead integrity evaluation includin pocket manipulation and tugging on the lead. The cause of the issue could not be determined. The device was replaced and this lead was surgically abandoned. No adverse patient effects were reported.